Event description:
This ra lead was implanted on (B)(6) 2009. A call to technical services on (B)(6) 2011 states that the ra lead threshold has doubled over time. Not pacer dependent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).